Event description:
User facility reported an unsuccessful cavity integrity assessment (cia) test during an attempted novasure endometrial ablation. The physician "thought he may have perforated during the sounding". The procedure was abandoned. During follow-up in 2009, it was reported the uterine perforation was verified on laparoscopy and no treatment was needed. The pt was discharged home following a brief recovery period. A laparoscopic tubal ligation was performed prior to the attempted ablation, as was a dilatation and sounding with a metal sound (not a hologic device). It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Device history records (dhs) review was conducted for the reported lot number of the disposable device. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Based on the info obtained to date, no direct correlation can be made between the reported event and the novasure system. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. If additional relevant info is received, a supplemental medwatch will be filed.